Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to a shorted capacitor, designator c998.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.